Manufacturer narrative:
The event of breast mass (¿level 1 lymph node that measures approximately 13 mm¿) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and ¿level 1 lymph node that measures approximately 13 mm¿. Continued e1 phone number:(B)(6).

Event description:
Healthcare professional reported left side rupture and a ¿level 1 lymph node that measures approximately 13 mm¿. The device remains implanted.

Event description:
Healthcare professional reported left side rupture and nodule and level 1 lymphnode, fluid discharge, nodule. Device has been explanted. Healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe. ¿ nipple discharge: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ lump/nodule: unable to observe. ¿ capsular contracture: unable to observe. No additional observations were carried out.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.